Event description:
It was reported the patient is deceased. The patient was enrolled in the (B)(4) study. It was further reported the patient died approximately seven weeks post implant of the implantable cardioverter defibrillator (ICD) system. No information related to the death is available and the device system remains in the patient.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).